Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/09/2019.

Event description:
The customer reported that the touch panel is out of the correct place. The phenomenon can be resolved by performing calibration but after a while it becomes out of place. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 08nov2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The repair was canceled by the sales side, the unit was returned without repair and only a report was created. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.